Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient sought medical attention and did not believe it was directly related to the omnipod. The patient stated they had just changed their pod and sensor 40 minutes prior to driving their child to school, and the pod and sensor had not completed pairing. The patient was in a car accident and could not recall what occurred between the hours of 9am and 12pm and only remembered waking up in the hospital. The patient reported that the hospital admission was due to being in a car accident, having a seizure, and their blood glucose level was 379 mg/dl. The patient¿s diagnosis was hyperglycemia and a seizure. As treatment, the patient received intravenous (IV) fluids, IV keppra, an ice pack, and muscle relaxers. The patient could not recall the date the event occurred. The patient was admitted to the hospital but decided to leave despite the hospital's recommendation to stay admitted.